Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a peripheral angiography interventional procedure using an 8f sheath. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a peripheral angiography interventional procedure using an 8f sheath. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, additional information was provided: the account confirmed that after the first proglide experienced a cuff miss, the device was removed and discarded. Then another proglide was attempted but experienced an unspecified failure. Device analysis of the second proglide noted that the plunger was returned removed from the device, both needle tips were engaged with both cuffs. The suture was cut 2.5 cm from the swage end of the posterior needle tip. The suture was returned removed from the device. The knot and loop were properly formed, and the knot was fully advanced and tightened. The account was unable to confirm the damage noted to the second proglide. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9/h3: device available for evaluation updated from yes to no.